Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address knee pain and what was assumed to be femoral loosening. The femur was not loose but was removed. The insert and patella were also removed. The tibia was well fixed and retained. A new sigma size 3 tc3 femur, augments, cemented stem, insert and patella were implanted. Patient has a sigma rp cr cemented knee implanted in 2015. Doi: (B)(6) 2015. Dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.